Event description:
Customer reported erroneous low test results with access hybritech free psa (prostate-specific antigen) were obtained for two patient samples when using the access immunoassay system. The erroneous test results were reported out of the laboratory. The initial test results for patient number 2 were questioned by the physician. Repeat analysis was performed with both patient's samples. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Samples were collected in serum separator tubes onsite by medical staff. Samples were allowed to clot for at least 10 minutes. Quality control and system checks were recovering as expected. On (B)(6) 2009, the field service engineer performed a preventive maintenance during which he found a vacuum leak at the wash tower valve. A new wash vacuum valve was installed on (B)(6) 2009. Replaced the main pipettor and performed the vacuum jar and upper precision pump spring modifications. Root cause was not determined. Hardware replaced by the field service engineer may have contributed, but was not identified as the root cause. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events.